Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer stated that when she changes the infusion set, it takes two to three times before insulin can be delivered. The customer's blood glucose level was 329 mg/dl. The customer has treated herself with a manual injection. Troubleshooting for the customer's high blood glucose levels and the insulin could not be completed because the customer was upset. The customer also mentioned that the insulin pump received a motor error alarm. The customer stated that the alarm occurred during bolus delivery when she was about to change the infusion set while priming. The customer stated that she did undergo a scan and had major surgery while in the hospital. The customer was able to complete the rewind sequence. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Nothing further reported.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 alarm tests due to moisture damage noted in the force sensor resistor. The insulin pump passed basic occlusion and displacement tests. No motor error alarms noted and the motor tested ok. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during our visual inspection.